Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
The customer reported that the "lower "temperature is high. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.